Manufacturer narrative:
(B)(4). Batch #: u5eh2t. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was returned partially fired 1/16, with 1 double driver out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that during left upper lobectomy surgery, could not fire when severing lung tissue . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.